Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for about a year the stimulator would turn off sporadically and they would have to turn it back on. Patient stated they think it's off because they use heating pads a lot for their back and think the heating pad turns the stim off sometimes. Patient mentioned they can tell the stim is off because after a couple days it takes a while to start to urinate and then have issues emptying their bladder. Patient also mentioned they have had 3 infections back to back in the last 2 months due to this retention. Patient said their bladder hurts so bad because of the infections and noticed that their ins has been off for a while. Patient service specialist asked patient if they talked to their doctor about the stim turning off and patient said no, they just thought maybe it's due to the heating pads. An email was sent to the repair department for replacement communicator and wallet case. Agent reviewed heating pad compatibility and recommended they meet with their hcp. Patient said they no longer have a managing hcp. Agent sent physician listings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.